Event description:
It was reported the patient had been experiencing pain and discomfort near his laminectomy incision on his back regardless whether the stimulation is in use or not. The patient relates the discomfort with pre scs system implant swelling in the area. The patient also indicated he feels the scs system makes the pain worse. In addition, the patient also said his scs coverage is effective during reprogramming but becomes strong and irritating to his desired pain pattern after sometime. The physician feels the patient may be hypersensitive to the system and his nerve roots are possibly being stimulated with the system. Surgical intervention is pending to explant the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.